Event description:
Same case as MDR ID # 2134265-2013-08118. (B)(4) study. It was reported that an unstable angina pectoris occurred. In january 2013, patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the distal left anterior descending artery (lad) with 80% stenosis, a length of 60 mm, and a reference vessel diameter of 4.0 mm. The target lesion was treated with direct placement of 4.00 x 38 mm and 4.00 x 24 mm study stents, following post dilatation, with 0% residual stenosis. Three days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, it was reported that a event of an unstable angina pectoris occurred. The patient was treated with medication and underwent target vessel revascularization (tvr). The subject recovered and the event resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08118. It was further reported that restenosis occurred. The target lesion#1 was a de novo lesion located in the proximal saphenous venous graft (svg) to proximal left anterior descending artery (lad) and not distal lad as previously reported. In (B)(6) 2013, a non-target lesion located in proximal right coronary artery (rca) also underwent percutaneous coronary intervention (pci). In (B)(6) 2013, the patient was diagnosed with unstable angina pectoris upon hospitalization. Three days post-hospitalization, diagnostic angiography was performed which revealed 95% stenosis of the target lesion#1 which was subsequently treated with pci. Following intervention the residual stenosis was 0% and the event was considered recovered and resolved. Four days post-procedure, the patient was discharged.